Event description:
Four of the ultratooth implants by biodent ltd and placed by the inventor dr. (B)(6) became loose and fell out of my mouth. This is the second time. The first time was in (B)(6) 2022 I had a loose ultratooth (lower back molar) and he removed it and never put anything back to replace it. I was scared to go back to dr (B)(6) so, I consulted with dr. (B)(6) (a certified ultratooth provider in (B)(6)). I also went and saw dr. (B)(6) (a certified ultratooth provider in (B)(6)) who did an x-rays and also fit me with a an upper partial while I heal from this fiasco. I also got an evaluation from my general dentist (B)(6) who did x-rays and consulted me on his findings. Basically lots of bone loss but was exacerbated from these implants. Said a full year needed to heal and then review to see if I can even have implants again. I have photos of my implants but was not able to upload. Reference reports: mw5150529, mw5150530, mw5150531.